Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting decreased impedance measurements which had decreased from 1100 ohms to 200 ohms in a five month time period. No oversensing was observed and no insulation damage was confirmed. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.